Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Troubleshoot was performed. Customer stated the alarm occurred while watching a television. Customer stated pump error showed up before critical error alarm. Customer stated the alarm occurred more than once. The first time the alarm happened was while in sleep. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will not be returning for analysis.